Event description:
It was initially reported that the pt's pulse generator was replaced because it could not be communicated with, but no further details were made available on the issue. A battery life estimation based of settings at the time of implant resulted in approximately 1.72 years remaining until eri=yes. It is unclear if this was an expected event or the result of a device malfunction. Good faith attempts to obtain additional information have been unsuccessful to date.